Event description:
This report summarizes 16 malfunction events, where it was reported the devices experienced cot height cannot be adjusted or the fowler was stuck in a raised position. There was 1 event with patient involvement; the patient experienced pain.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 16 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 16 malfunction events, where it was reported the devices experienced cot height cannot be adjusted or the fowler was stuck in a raised position. There was 1 event with patient involvement; the patient experienced pain.

Manufacturer narrative:
Updated patient code.